Manufacturer narrative:
Device has not been returned by the user facility for evaluation.

Event description:
As per a vigilance report filed with the (B)(6) by the factory in (B)(4), one of our pediatric needle holders failed during use; the triangular grip on one of the jaws of the needle holder came off and an x-ray confirmed by it was in the child. It is unknown at this time if the piece has been removed.

Manufacturer narrative:
The device in question was returned to manufacturing in germany for investigation on 14.09.2020. Upon examination it could be confirmed that the triangular grip on the jaws of the needle holder was broken off in both sides . There are signs of mechanical damage such as dent, fracture on broken pieces and at the broken area. No indication for a material or manufacturing related issue was found during the investigation. The potential root cause is mechanical overload that leads to the breakage.